Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he had problems with his sensors. Customer had differences between sensor glucose and blood glucose readings. Customer stated that his blood glucose was 85 mg/dl at the time and his sensor glucose was 68 mg/dl. Customer stated that the threshold suspend is set to 70 mg/dl. Customer received a low alert when his blood glucose was 144 mg/dl. Customer was woken up by the meter every 20 minutes. Customer reported that he turned off the sensor feature and has had a past threshold suspend alarm. Customer stated that he did not reconnect to the old sensor. Troubleshooting was performed and the customer removed the sensor. Customer stated that it was not bent and he did not save any sensors to return.